Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was replaced because a vertical line was seen in the lcd at the time of self-test, making it difficult to see a part of the screen.

Manufacturer narrative:
Section e1: customer site was (B)(6). Reporter contact information was unknown. Manufacturer's investigation conclusion: the reported event of a vertical line on the controller¿s display was confirmed during evaluation of the returned heartmate 3 system controller (serial number (B)(6)). During testing, the screen was found to be slightly distorted and a few vertical lines were noted. The parameters of the system were still found to be legible when the display screens were navigated. The system controller was functionally tested and was found to perform as intended, aside from the observed display issue. The issue was isolated to the liquid crystal display (lcd) screen component. A log file was also downloaded from the controller upon arrival. The log file contained data spanning approximately 6 days (11sep2024 to 17sep2024 per timestamp). No atypical events were observed, and the pump maintained a speed within the expected range while the driveline was connected. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, a further cause for the damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.